Manufacturer narrative:
Additional suspect medical devices involved in the event. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the pt would be explanted due to infection. The pt's symptom were a high fever, irritation and redness at the pocket site. The pt was treated with IV antibiotics and her sys was explanted. The pt is doing well postoperatively.